Event description:
Device 2 of 2: 1627487-2011-04160. The pt received his scs system on (B)(6) 2010, including two percutaneous leads (with different lot numbers). It was reported the pt's left lead had 6 out of 8 contacts that were invalid. The sjm representative was able to program around these leads and get coverage of the pt's painful areas. Both leads are reported because it is uncertain which lead is the left lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.